Event description:
Same case as 2134265-2014-05976 and 2134265-2014-05975. It was reported that automatic pullback failure has occurred. During a procedure an ilab ultrasound imaging system was used to an unknown lesion. However, motordrive will not pullback and lcd display is normal. The customer rebooted the system, used a simulator and changed the sled but the issue was not solved. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit passed the mdu-5 plus basic functional test. The results were recorded on the mdu-5 qc functional test data sheet. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-05976 and 2134265-2014-05975. It was reported that automatic pullback failure has occurred. During a procedure an ilab ultrasound imaging system was used to an unknown lesion. However, motordrive will not pullback and lcd display is normal. The customer rebooted the system, used a simulator and changed the sled but the issue was not solved. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).